Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image dropped out and color streaks appeared on the monitor. The issue occurred between surgical procedures. The procedure was completed with a similar device with no surgical delay. There was no patient involvement.

Event description:
The intended procedure was completed with a similar device with no surgical delay. There was no patient impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional repair center for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the cable unit, the image could not be displayed; cause traced to component failure. Olympus will continue to monitor field performance for this device.